Event description:
It was reported via clinic notes received by the manufacturer for the patient's referral for prophylactic vns generator replacement surgery that the patient had experienced an increase in seizures when the last (approximately ten years prior to the current referral) vns generator battery became low. The previous generator had been received by the manufacturer and product analysis was completed. The reported end of service, or eos, allegation was duplicated in the pa lab and determined to be the result of normal expected battery depletion. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator. Follow up revealed that the patient's treating physician from that period had retired. No additional relevant information has been received to date.